Event description:
It was reported that the 9800 system had poor image quality with faint images. No patient injury was reported.

Manufacturer narrative:
A ger service representative performed an on site investigation. The video controller board and the power distribution board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.